Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels. The customer's blood glucose was 252 mg/dl. The customer treated themselves with an insulin pump. Troubleshooting for high blood glucose levels was done. The customer expressed no symptoms of high blood glucose levels. The customer stated that the drive support cap was sticking out. The customer also found two bubbles about an eight of an inch in size. Advised that the insulin pump was working as designed after troubleshooting was completed. Advised customer to change the entire set, reservoir and insulin and treat per healthcare provider's instructions. Nothing further reported.